Manufacturer narrative:
Evaluation method: cartridge lot number search; injector lot number search. Results - a cartridge lot number search was performed and one similar complaint was found. An injector lot number search was performed and three similar complaints were found.

Event description:
The reporter stated the surgeon inserted a competitor's lens and the haptic tore. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the torn haptic was due to the cartridge. The pt is doing well.